Manufacturer narrative:
(B)(4). Batch #: t94917. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during preventive maintenance there is a crack in the handle of the handpiece. No patient contact.